Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary : (B)(4): the device was returned and analyzed; analysis revealed the por (power on reset) was the result of a memory error.

Event description:
The device was returned to the manufacturer after being explanted due to an electrical reset. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.